Event description:
It was reported that the customer was receiving repeated weak battery alarms on his insulin pump. His blood glucose level was unknown at the time of reporting. He stated that he had gone through multiple battery changes, and was still receiving the alarms. The customer was instructed on how to clear the alarm, and was told to clean the battery cap of the insulin pump. He was also told that the battery cap would be replaced. He was further advised that the pump would be replaced if the problem persisted once he began using the new battery cap. No equipment was returned. No additional information was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.